Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving taxol via an unspecified pump and pump set which was connected to the distal clave y-site on the primary set. After an unspecified length of time in use, " a couple drops" of taxol leaked from the connection. The taxol was cleaned up. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.